Event description:
Litigation alleged the patient suffered significant pain in and around her left hip which limited her mobility, elevated chromium and/or cobalt levels in her blood, cysts around and metal debris within the implant site, and a popping sensation eminating from her implanted device.

Event description:
**Update** (B)(4) 2012 - patient fact sheet was received, which identified part/lot information for cup. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-04280. Report 1818910-2012-73554 will be rejected. Report 1818910-2012-04280 will be kept for investigation purposes.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.should the product or additional information that changes this conclusion be received, the investigation will be reopened.